Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of b30 (scope communication) error message and the no image was confirmed due to a damaged charged couple device (ccd). An additional reportable product adverse event of an e216 scope communication error was identified during the device evaluation due to the damaged ccd unit. Other issues identified during the device evaluation were: chipped adhesive on the bending section cover; bending angle in the up direction did not meet the standard value due to the wear of angle wire; due to the damaged lock engagement lever, the bending section could not be fixed firmly; peeled adhesive around the objective lens; scratched bending section cover; control unit; grip; up/down angulation lever plate; right/left plate; angulation lever; switch one; light guide connector; light guide cover glass; video connector; and video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image with a b30 (scope communication) error message while using the deflectable videoscope. There was no patient harm associated with the event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components of the electric board due to use stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¦ inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.